Event description:
After opening the device during the testing portion with the 5mm hand-activated curved shears harmonic scalpel (model lcsc5ha), the hand activation piece failed. The machine worked, as did the foot pedal, but the hand activation buttons would not test or work. A new scalpel was opened, which worked fine.